Event description:
After an implantation period of approx. 52 months, it was reported, that after appropriate shock delivery and successful termination of the arrhythmic storm, patient received inappropriate shocks due to oversensing. Review of the home monitoring confirmed isolated oversensing events. The lead and the ICD were explanted.

Manufacturer narrative:
The lead and the implantable cardioverter defibrillator (ICD) were returned for analysis. Upon receipt, the ICD was interrogated, revealing the eos battery status, 135 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms, noise was observed in the ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery as mentioned in the complaint description. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The analysis of the shock holter data showed that an amount of 67 charging cycles was performed by the device within 48 min on (B)(6) 2020. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the mos2 battery status. The amount of charge taken from the battery was verified, revealing the mos2 battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of a device malfunction. Upon receipt the lead was found cut 51.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. The visual inspection revealed severe abrasion marks at several positions of the lead segments. In particular 15.5 cm to 18.5 cm the leads body was found squeezed and damaged. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages, like cuts into the insulation, the deformed outer conductor coil and the deformed conductor cable leading to the rv shock coil 7.5 cm distal to the is-1 connector pin, the from both atrial electrodes ruptured insulation, the from the rv coil torn conductor cable and the deformed rv shock coil most likely occurred during the extraction procedure. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation.